Event description:
The customer reported that the insulin pump alarmed low predictive but her blood glucose was 333 mg/dl. Customer treated with a bolus. Customer stated she has been sick and that could be reason why she had high blood glucose. Troubleshooting was done for high blood glucose. It was found that the cannula was bent. While covering bolus history it was found she had bolus early in the morning with blood glucose of 457 mg/dl and high blood glucose started saturday of 329 mg/dl. The customer was advised to do a complete set change and to monitor the blood glucose and insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.